Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated they'd had multiple instances where they would start to feel pain so they would check settings and see that stimulation had turned off on its own. Pt said the issue started a couple of months ago and was happening more. Pt said at first pt noticed it when they woke up but now happened randomly. Pt said they had tried resetting the controller as well and said there were a few instances where they would try to turn stim on, but would turn on for a couple days. Pss asked pt to clarify, pt confirmed they were talking about seeing stimulation is off on the screen, not the controller itself being off. Pss asked, pt didn't have adaptivestim programmed in. Pt said they just came out of the hospital last week so pt was still sore from that and pt was scared the stim turning off would happen again (pt clarified not related to device - pt had a new herniation and narrowing going on in their spine and they had an episode this past week they had to take care of). The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. Pt said they were meeting with their rep on 1/24 for reprogramming as pt has new back issues (new discs are involved) so they were hoping to reprogram to see if the stim could help with the new issues. Pt also mentioned they had met with the rep for reprogramming before (no allegations about previous reprogramming) but didn't know if they checked on the stim turning off yet. Pss reviewed rep and pt could call in while meeting if more help was needed. Rep called while with the patient. The caller reported that the patient was still experiencing the stimulation turning off. The patient is programmed with dtm settings and sometimes feels tingling sensation from stim but doesn't always feel stimulation. Patient does not have cycling active. The caller checked impedance and found all electrodes have the green indicator. The stimulation usage table showed that the ins depleted and stim turned off on 1 jan, 8 jan, 16 jan, 23 jan. Following the event on 1 jan, the stimulation usage graph showed that the ins remained off on jan 2-5 and was turned on sometime on jan 6th. The recharge diary showed that the ins was charged on jan 4th from 10% to 100%. Tss reviewed that this would indicate that the ins was charged while off and then turned back on during a later interrogation of the ins. The patient reported that they charged today and confirmed that stim was on. Later in the day they were feeling discomfort and were not feeling the tingling sensation that they experience with stimulation. When the ins was checked it showed that stimulation was off. The patient indicated that a few times the controller "jammed" and they had to reset the controller to get the ins to turn back on. Pt messaged the rep and reported that the rep was very helpful. He was able to program pt's device and assisted pt with figuring out how to get their device to stop randomly turning off. The plan is that pt is going to try to charge the device on a daily basis. They suspect that maybe it shuts off once it¿s below a certain percentage¿ even if it¿s not completely drained. So pt will attempt to have it as close to full charge as possible. Pt will make sure to confirm it¿s on after every charge. Pt will let rep know if the issue persists even after doing these things. Tss reviewed information about stimulation usage. The patient will continue charging, tss reviewed the possibility of charging more frequently for shorter charging sessions.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown product type programmer, patient. If information is provided in the future, a supplemental report will be issued.